Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation was successful one time and dashes (---) were noted for parameters. The device could not be programmed and further interrogation was not successful.